Event description:
Customer is calling to report the lancet not retracted. Lancet was seated correctly in the device. Needle does not retract after firing. Lancet protruded past the end cap. No adverse event alleged. Lot not provided. A request was made for the return of the device.